Event description:
It was reported the device was used during an unknown procedure. It was reported the white flapper valve gasket became dislodged from trocar. No more details available. There was no consequence to the patient.